Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), ectopic pregnancy with contraceptive device ("ectopic pregnancy / pregnancy (stillbirth or miscarriage)") and abortion of ectopic pregnancy ("ectopic pregnancy / pregnancy (stillbirth or miscarriage)") in a female patient who had essure (ess205) inserted for female sterilization. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device and abortion of ectopic pregnancy outcome was unknown. The reporter considered abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in implant date of essure ((B)(6) 2007 and (B)(6) 2008) and explant date ((B)(6) 2008 and (B)(6) 2010). Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events per pfs: perforation (uterus). The event ¿ectopic pregnancy" was clubbed with "pregnancy (stillbirth or miscarriage)¿ and split the term to ¿ectopic pregnancy with contraceptive device¿ and ¿loss of ectopic pregnancy¿. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), ectopic pregnancy with contraceptive device ('ectopic pregnancy / pregnancy (stillbirth or miscarriage)') and abortion of ectopic pregnancy ('ectopic pregnancy / pregnancy (stillbirth or miscarriage)') in a 30-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included vaginal bleeding, back pain, missed abortion (7 weeks), incomplete abortion, muscle spasms, vomiting, diarrhea and headache. In (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain and experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, abdominal pain and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, ectopic pregnancy with contraceptive device, uterine perforation and vaginal discharge to be related to essure (ess205). The reporter commented: discrepancy noted in implant date of essure ((B)(6) 2007 and (B)(6) 2008) and explant date ((B)(6) 2008 and (B)(6) 2010). On (B)(6) 2008, per op report, a microscopic opening must have existed at the site of the uterine penetration and this served as the site of entry for egg into the intrauterine cavity which was then fertilized. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: results: bilateral occlusion of fallopian tubes. Ultrasound abdomen - on an unknown date: results: showed a gestational sac low in the uterus. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events: abdominal pain and vaginal discharge were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6), the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with pelvic pain. Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.